Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Autoimmune disorders: unable to observe as it is a medical event that is not related to the device. Unsatisfactory result: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported of the right side device: "results did not meet expectations", "severe emotional hardship", and "autoimmune disease". Healthcare professional, through patient, reported "rupture" and "severe pain syndrome". The device was explanted.